Event description:
It was reported by the customer that after they inject the patient, the needle retracts but then moves out of the retraction & is exposed. No information was received regarding any serious injury as a result of this product issue.